Event description:
Pt underwent orthopedic procedure without incident, but became restless and combative prior to removal of lma. Pt bit down on airway tube. Device could not be removed and pt became cyanotic and showed signs of pulmonary edema. Muscle relaxants administered; the lma was removed and pt intubated and admitted to ICU for observation. The event has resolved and pt is fine.